Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Postoperatively, the patient was receiving effective stimulation.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing ipg site pain since (B)(6) 2018. It was determined the ipg has migrated toward the spine. X-rays and CT myelogram were taken. The patient has lost 20-30 lbs. Within the past few months. Surgical intervention may be pending to address this issue.